Event description:
It was reported that the patient presented remotely. Review of transmission revealed that right ventricular (rv) lead exhibited noise over-sensing, resulted in pacing inhibition. Programming changes were made. The patient was in stable condition.